Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument was not recognized by the system. Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "the instrument was not recognized by the system." The instrument was placed on an in-house system. The instrument failed the recognition test. The instrument information found in the radio frequency identifier (rfid) tag was not detected. This failure is most commonly caused by the information in the rfid tag being corrupted. The root cause is not determinable. Additionally, the ear of the distal clevis was removed to inspect the conductor wire. The conductor wire was found to be broken on the distal end at the weld. The breakage appears to be caused by thermal damage, which is indicative of arcing. The cable is completely broken, and the instrument failed an electrical continuity test. The root cause for the broken conductor wire is attributed to component failure. The instrument was found to have thermal damage on the monopolar yaw pulley. The yaw pulley showed signs of charring and localized melting near the conductor wire. The thermal damage to the yaw pulley was caused by the broken conductor wire. The root cause for the thermal damage is likely attributed to device design. Further visual inspection found the conductor cap to be thermally damaged. One edge of the conductor cap exhibited charring and melting; however, no pieces were missing. The root cause for the thermal damage on the conductor cap is attributed to a component failure. This complaint is a reportable malfunction due to the following conclusion: the instrument had conductor wire damage and there was evidence of thermal damage to the yaw pulley. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument was not recognized by the system. The instrument was exchanged out for another of same type. The procedure was completed with no report of patient harm, adverse outcome or injury.